Event description:
It was reported that a patient presented with inappropriate mode switch due to over-sensing of competitive atrial pacing. Corrective programming changes were made. No adverse patient consequences were reported.